Event description:
The customer reported a bulge directly below the upper fitment while in use. The infusion was running at 10ml/hr and when the pump alarmed and the door was opened a bulge was identified in the silicone segment. There was no patient harm or medical intervention. No further patient or event information was provided.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.